Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold. The ra lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The lead was returned for analysis. Electrical testing, visual inspection, and x-ray inspection was normal with no anomalies found.